Event description:
The consumer was using the rollator when the seat frame allegedly broke at the weld, causing the seat to drop. The consumer allegedly fell to the ground and injured her right shoulder. The consumer is undergoing physical therapy for the alleged injury.

Manufacturer narrative:
Dealer has contacted invacare reporting a user had fell injuring her right shoulder, requiring medical treatment. Information provided suggests a weld had broken. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse, abuse or improper device loading may have caused or contributed to this incident. MDR filed based on alleged medical intervention.